Manufacturer narrative:
(B)(4). (B)(6). The field service specialist (fss) visited customer site and performed the full service checklist according to the service bulletin. Fss found that lithium battery on the advantech printed circuit board assembly (pcba) was faulty, which was replaced and date was reset to current time zone. Fss reseated all cables in screen area while screen was disassembled. No screen issues were seen in 2 hours of service activities by fss. While on site fss noted that mayo tray was loose at pivot of machine, that the pivot screws were loose. Fss removed the panels and pivot screws were tightened. Fss reassembled the unit and everything was satisfactory. The unit was found to meet amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported that the touch screen had behaved erratically, no inputs to system and then system locked up/stopped working and would not do anything. It was reported that the touch screen would not respond when a request was entered and the screen appeared to flicker off. There was no patient involvement reported and no patient treatments delayed or cancelled.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. Trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.